Manufacturer narrative:
The returned product was evaluated and the exposed portion of the soft cannula was found to be bent. During the investigation, the bend did not prevent fluid from exiting the distal tip of the cannula. The data downloaded from the device did not show any signs of struggle during the run. Inspection of the device did not find any issues with the cannula assembly that would result in high blood glucose levels. It could not be determined when the bend occurred or if it contributed to increased blood glucose levels. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient¿s blood glucose (bg) and insulin history is as follows: (B)(6). The patient ate two hard boiled eggs and her bg reached 14 mmol/l (252 mg/dl). The pod was deactivated and it was noticed the cannula was bent. The pod was worn between 24 and 36 hours on the abdomen. Hyperglycemia treated by patient activating new pod and bolus.